Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025, the patient was hospitalized with symptoms of weakness and abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy (details unknown). The pd nurse reported that the patient continues pd therapy (details unknown) and remained in the hospital at the time follow-up was performed. The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event and that product is not suspected.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of weakness and abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy (details unknown). The pd nurse reported that the patient continues pd therapy (details unknown) and remained in the hospital at the time follow-up was performed. The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event and that product is not suspected.